Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient implanted with spacer having l4-5 transforaminal lumbar interbody fusion (tlif) therapy for herniated intervertebral disc (hivd). It was reported that an expandable cage of the appropriate size was selected for implantation. Prior to the procedure, the scrub nurse successfully performed a trial expansion of the cage to ensure functionality. The peek component separated from the titanium alloy frame after implantation and expansion. An intraoperative x-ray was taken to confirm implant position and revealed the structural failure. The surgeon immediately and safely removed the compromised implant. A new cage of the same size was selected and implanted, which expanded successfully without further complications, and the surgery was completed as planned. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.